Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of eight (8) protocols run between (B)(6) 2019, from which the quality of tissue processing would have been sub-optimal. The root cause of the sub-optimal tissue processing reported by the complainant is a series of use errors related to incorrect completion of the manual reagent replacement process. The first use error occurred between 05:46am and 08:21am on (B)(6) 2019 when the reagent in bottle 5 (ethanol) was replaced with formalin in error, as reported to a leica representative by the complainant. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol), which contained formalin, was used for the final dehydration step of the "snp 3.5 hour" protocol started in retort a at 09:22am on (B)(6) 2019. The consequences of using formalin for the final dehydration step in a tissue processing protocol are re-introduction of water into the tissue samples being processed, which cannot be displaced in the subsequent clearing and wax infiltration steps; and contamination of the reagents used in the subsequent clearing and wax infiltration steps, ultimately resulting in sub-optimal tissue processing. The contents of several reagent bottles were subsequently replaced. However, neither the reagent in bottle 5, which had been filled with formalin in error, nor the contaminated reagents used for the clearing and wax infiltration steps of the "snp 3.5 hour" protocol started in retort a at 09:22am on (B)(6) 2019 were replaced. Subsequent use errors occurred at 13:49pm on (B)(6) 2019 involving bottles 6 and 8 (ethanol), 13:50pm on (B)(6) 2019 involving bottles 7 and 10 (ethanol) and 16:32pm on (B)(6) 2019 involving bottle 10 (ethanol). On each occasion a user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." These use errors resulted in reagent with a concentration less than 98%, which is the minimum final reagent concentration, being used for the final dehydration step in a further seven (7) protocols executed between (B)(6) 2019. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Failure to replace all reagents used for the dehydration, clearing and wax infiltration steps of the "snp 3.5 hour" protocol started in retort a at 09:22am on (B)(6) 2019 following completion of this protocol contributed to sub-optimal tissue processing from the further seven (7) protocols executed between (B)(6) 2019.

Event description:
On (B)(6) 2019, leica biosystems received a complaint detailing the following: "instrument damaging tissue while processing, user has notices [sic] that specimen/tissue shrivels and dehydrates prior to it being process [sic] normally." On (B)(6) 2019, the complainant provided the leica technical assistance centre supervisor with the following information in relation to the affected tissue samples: "tissue was noticeably abnormal at embedding on tuesday morning last week. Not shrivelled like yesterday's problem with the gastric biopsies. Soft and squishy as if unfixed. We investigated and determined bottle 5 ethanol was formalin. We rectified that. Reprocessed tissue on that peloris and it was still soft and squishy on wednesday. So we changed all reagents, formalin, ethanol, xylene and wax. We ran test tissue on retort b but it was stored tissue that had been sitting in formalin for an extended period. That tissue was processed ok. No patient tissue was run on peloris 6 on friday night over the weekend, another test run, on retort a, that again was ok. Monday night was the first night patient tissue was run since the full chemical change. Yesterday we had a large fatty skin specimen, processed on a 9hr process and, as described, the skin portion was dehydrated and shrivelled and the subcutaneous tissue was unprocessed, the embedded blocks were noticeably greasy and unable to be sectioned." On (B)(6) 2019, the leica technical assistance centre supervisor received the following information from the complainant: "dr (B)(6) advised that the tissue was able to be diagnosed but stated 'only just'."